Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Infusion set was leaky between the infusion tube and the needle. Blood glucose elevated to 350 mg/dl as a result, and pt corrected hyperglycemia by bolusing through infusion device. Infusion needle is changed every 3 days and transfer set is changed every 5 days. Target blood glucose is 190-240 mg/dl. Infusion set was requested for eval. The pt did not require treatment from a health care professional or second party to address the issue.